Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, shortly after the implant of this pacemaker, high out of range pacing impedances were observed on the right atrial (ra) channel. Increased pacing thresholds were also observed. The patient continues to have symptoms of shortness of breath and fatigue and boston scientific technical services recommended the patient follow up with their physician to ensure that the symptoms are not related to the out of range measurements. This pacemaker remains in service. No adverse patient effects were reported.